Manufacturer narrative:
(B)(4). Batch #t5e06m. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device, the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during a colectomy, the doctor fired the circular stapler to form the anastomosis, but wasn't comfortable with the staple line. Half the staples were formed, but the other half were not fully formed and the surgeon called them u-shaped. The doctor over sewed the staple line and closed the patient. The surgeon did perform a successful leak test following the hand-sewing of staple line. There were no patient consequences reported. To date the patient is doing ok.